Event description:
It was reported that patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified issue . Device suspected not to be working. A new aus was implanted on the same day. No information about the patient outcome is available at the moment.